Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter displayed the error 2 message. The medical surveillance specialist (mss) was able to classify the complaint based on the customer service representative (csr) documentation. The pt provided the following info: the product issue started the night of (B) (6) 2010. The pt denied being tested with another device. A couple hours after the product issue started, the pt was twitching and sweating. He treated himself with more food and/or drink. The csr documented that the error 2 message displayed when the power button was pressed. The pt's product was replaced. This complaint is reported because, the pt alleges that the lifescan (lfs) product displayed the error 2 message and afterward he was twitching and sweaty. He claims, he treated himself by taking more food and/or drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.